Event description:
Reporter noted corneal wound burn occurred during phaco of nucleus. Converted to ecce; no iol implanted. Surgeon does not feel product malfunctioned. Patient went to another surgeon and had re-operation at another facility.